Event description:
Patient fell six weeks after original surgery on (B)(6) 2014. Revision due to peri-prosthetic fracture.

Manufacturer narrative:
The contribution of the devices of the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.